Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had several revisions in the past 20 years. Most recent revision completed due to instability. It was discovered during surgery that the srom femal stem fractured. A piece of the stem was left behind in the femoral canal. Surgeon exchanged the femoral head and removed the esca alumina ceramic acetabular bearing that was original from the primary surgery. A constrained liner was implanted. Primary surgery - right hip; approximately 20 years ago - details unknown. Esca hip implanted (no depuy products involved). Revision 1: *revision of esca products* (B)(6) 2009, (B)(6) hospital, dr. (B)(6). Usage: 563118n, srom*stm lg 36+8l 18x13x215n, 2783353; 550727, s-rom*slve zttovsz 20f-sml18id, 2785308; 528323, s-rom*head femrl alumina 32+0, 2224752. Revision 2 ((B)(4)- current pc). *revision of depuy products - esca products left in situ* (B)(6) 2015, (B)(6) hospital, dr. (B)(6) . Usage: 523420, s-rom stm st 36+8l nk 20x15x16, 7774624; 550738, s-rom sleeve zttovsz 22f-lrg20id, 3200641; 136532210, delta cer head 11/13 32mm +0, 8042154. Revision right hip (B)(4). *revision of both esca and depuy products* (B)(6) 2022, (B)(6) hospital, dr. (B)(6). Usage: 522028, s-rom head femoral cocr 28+0, 9308200.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please confirm if the srom stem was the only fractured component in this event. As per the event description; the srom stem was the only fractured component in this event

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation was performed for the finished device (B)(4) and lot 2783353, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.